Manufacturer narrative:
Per independent repair center irs received 10/2/15, reason for repair of the unit is unit will not start. The key failure is a short circuited power switch. Note: no power to/from the on/off switch would cause the unit to not start. As the unit will not start, the alarms would not be triggered or powered to function. This is not a malfunction of the alarm, but a malfunction of the power switch to power up the unit.

Event description:
Dealer is stating that unit has no audible alarm. Per independent repair center irs received 10/2/15, reason for repair of the unit is unit will not start. The key failure is a short circuited power switch. Note: no power to/from the on/off switch would cause the unit to not start. As the unit will not start, the alarms would not be triggered or powered to function. This is not a malfunction of the alarm, but a malfunction of the power switch to power up the unit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that unit has no audible alarm.